Event description:
The suture was used during a CABG procedure. Reportedly, the suture caused an infection. Approx six wks post-operative, the surgeon performed a re-operation and applied another suture to correct the condition. The hosp has reported the pt's condition is satisfactory.